Event description:
The tip from the IV pump tubing broke off inside the clave. The rn disconnected and tried to place a new IV line that would not insert into the clave, a piece of the tubing broke off and stuck in the clave. Unsure if failure was with the line or the clave.